Event description:
It was reported that the insulin pump is frozen during the reservoir set-up. The blood glucose reading is 154 mg/dl. Customer removed the battery and inserted a new one, the insulin pump is still frozen, no advancement of time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.